Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Catalog number: a complete catalog number is unknown, as product serial number was not provided. If explanted, give date: n/a, device remains implanted. Telephone number: (B)(6). First/given name: full name is unknown/ was not provided. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a plastic debris was found in the patient's operative eye when implanting the intraocular lens (iol). Nothing was missing from the iol. The iol was implanted after removing the plastic debris. Account indicated that the patient's daily activities were not significant affected. No medical interventions were mentioned. The patient is fine. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-jan-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the suspect plastic debris was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that a white piece of plastic was received taped to a smartload tray (sn: (B)(6). Testing of the foreign substance revealed that it is consistent with a mixture containing polypropylene and cellulose (e.g. Cotton, rayon, lint, cardboard, paper, wood pulp). Features consistent with an acrylic based adhesive were also present, likely due to the adhesive tape used to secure the particle to the cartridge tray. The particle's raw spectrum data yielded no results with at least a 0.90000 correlation when matched with the manufacturing process library data. The top hit was ¿lens module¿ with a 0.870865 correlation. No additional matches were identified. The complaint issue of foreign material - loose was identified during product evaluation. Although there was a potential manufacturing failure alert due to the high correlation results with the lens module, it was ruled out since the lens module is not white and the remaining smartload components are not white polypropylene components. Therefore, it cannot be confirmed that the complaint is related to manufacturing process. Based on the evaluation results mentioned above, and the manufacturing controls in-place, no assignable cause was traced back to the manufacturing process. No failure investigation or further actions are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.